Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker system oversensed the minute ventilation (mv) signal on the right atrial (ra) lead. A signal artifact monitor (sam) episode was declared, which disabled the mv sensor. In addition, the right ventricular (rv) lead exhibited low out-of-range (oor) impedances, measuring less than 200 ohms. In the clinic, all lead measurements were within normal limits. Boston scientific technical services (ts) recommended programming the mv sensor back on, and continuing to monitor. This pacemaker remains in service. No adverse patient effects were reported.